Event description:
The philips field service engineer (fse) reported a ventilator touchscreen was not responsive. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer and a philips field service engineer (fse). The fse reported to have replaced the touchscreen and the issue was reported to have been fixed. No other anomalies were reported.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician reported the touch screen failed diagnostics testing and resistance measurements were out of specification. This touch screen failed due to multiple resistance measurement failures. The touch was out of alignment, but function was restored with a successful touchscreen calibration.